Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in the USA, but it is similar to a product which is sold in the USA. The accessory kit of the returned rt125 breathing circuit was visually examined and confirm the absence of a connector. Results: the omission of the connector from the breathing circuit kit is due to operator error during the assembly process. The circuit pack appears to have passed visual inspection for missing components. A lot check revealed no other complaints of this nature for this lot number. Conclusion: a CAPA was recently implemented and new standard operating procedures put in place to assist the operators on the production line correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. The effectiveness of the improvements implemented are being monitored to determined if further improvements are necessary. Our monitoring and trending of events involving missing/wrong components in breathing circuit kits, has a rate of occurrence of 45 ppm worldwide in the last year to november 2008.

Event description:
Another country's distributor reported that an rt125 infant bias flow breathing circuit kit was missing a connector. This omission was detected during the inwards goods inspection process, prior to pt use. No pt consequence was reported.